Event description:
It is reported that a customer had a leak in their reservoir attached to her insulin pump. The patient's blood glucose level was at 342 mg/dl. The customer does not know when the leak first occurred, but described that there was dry residue in the reservoir chamber. The customer also stated that there seems to be a chunk missing form the second o-ring and battery acid corrosion in the battery compartment. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.